Event description:
A pt was seen in the ER for an unexplained incident of high blood sugars. The pt was treated with IV fluids and insulin injections and released. Upon admit her blood glucose was 365 mg/dl. The pump history showed no alerts or alarms, and the pt reports that recently her blood glucose has been high at night.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.